Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed that the needle drain tubing was pinched by the front door, causing the needle cartridge to overflow. The fse also discovered that the needle vent line quick disconnect (qd12m) was loose and proceeded to tighten the quick disconnect. The fse then braided the needle cartridge drain and vent lines to prevent them from being pinched by the door to resolve the issue. Failure mode of the leak is attributed to the needle drain tubing being pinched by the front door and a loose needle vent line quick disconnected qd12m. (B)(4).

Event description:
The customer reported that approximately 30 ml of fluid leaked from the lh 500 hematology analyzer and onto the floor. The customer indicated that the leak consisted of a mixture of blood and diluent. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.